Event description:
Patient reported that when she went to sleep last night, her infusion set tubing was full of insulin, but when she awoke this morning, the tubing was empty and her blood glucose was 257 mg/dl. Patient did not see any signs of insulin leakage. Patient reprimed infusion set and continued to use infusion set/device. Patient requested that device be replaced due to this problem. No errors were generated by device. No treatment was received for high blood glucose.